Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.0 cm diameter abdominal aortic aneurysm. The diameter of the upper proximal neck was 20mm, the proximal neck length was 37mm. The diameter of the right common iliac was 29 mm, the diameter of the right bifurcated internal iliac vessel was 28mm, and the minimum diameter of the right external iliac vessel was 8mm. It was reported that the right limb was found to be occluded. The patient was underwent a thrombectomy and bare metal stent implant. No clinical sequelae were reported and the patient is fine. The physician commented that he terminal aorta is wide enough and external iliac artery (eia) doesn¿t have curvature. Therefore the vessel form wouldn¿t be the cause of occlusion. But 4 stent rings, which were implanted on the eia, would be the cause of occlusion.

Manufacturer narrative:
Exact date of event is unknown. (B)(4). Evaluation results: inherent risk of procedure (stent graft occlusion). Lack of information (cause of occlusion is unknown). Evaluation conclusion: known inherent risk of procedure (stent graft occlusion). Lack of information (cause of occlusion is unknown).